Event description:
Investigator indicated that the previously reported stroke event was not related to the study device or procedure

Event description:
During index procedure, two endeavor sprint drug eluting stents were implanted; one in the lcx and one in the lad. It is reported that approximately 59 months post index procedure, the patient experienced an ischemic stroke.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke, mi) evaluation codes, conclusions: inherent risk of procedure ¿ (cva/stroke, mi). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke). Conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
It is reported that the patient suffered an mi one day post index procedure. The event was not assessed for relatedness with the study device. Approximately 46 months post index procedure, the patient was hospitalized due to stroke. The event was not assessed for relatedness with the study device. Approximately 59 months post index procedure, the patient suffered an mi. The event was not assessed for relatedness with the study device. It is reported that the patient suffered permanent impairment following the previously reported stroke which occurred approximately 59 months post index procedure.

Event description:
The clinical events committee have adjudicated that the mi which was previously reported to have occurred one day post index procedure, actually occurred on the day of the index procedure ((B)(6) 2009)

Event description:
Additional information received reported that thrombolytic therapy was given to treat the previously stroke event 59 months post index procedure. Patient is continuing with treatment.

Event description:
The mi that occurred 1 day post the index procedure was a target lesion, non-stemi that occurred after initial stent placement. Investigator assessed that the event was definitely related to the device. The patient recovered without treatment. The investigator assessed that the mi that occurred approximately 59 months post index procedure was remotely related to the device. It is reported the patient recovered without treatment.